Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI), medical device model and section h device manufacture date. The report of the drawer cubies not being recognized was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed conditions: no drawer indicator lights present, and solenoid insulation exhibited signs of heat deformation. Replaced drawer parts. Reinstalled the unit and verified that all pockets were communicating and fully functional. Tested the unit and verified proper operation with the customer. Visual inspection of the returned solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the returned drawer controller board and pyxibus module controller observed no obvious issue; however, electrical measurement of the boards noted components to be shorted. Shorted drawer controller boards and damaged solenoid components are indicative of issues affecting drawers. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus. The customer stated that there was no delay in dispensing medication to a patient. As per part investigation, it was determined that there was a thermal damage observed on the solenoid there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the damage was caused by excessive heat, electrical discharge. The field service engineer was found that no leds were illuminated in drawer five. Investigation revealed that the latch solenoid was swollen, preventing the plunger from moving. The field service engineer replaced the solenoid and plunger, full height insert, drawer controller pcb, and drawer module pcb for drawer five. After completing the replacements, the unit was reinstalled, and all pockets were verified to be communicating and functional. The functionality of the medstation was confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer not detected on bus. The customer stated that the malfunction was consider as thermal event so in the latch solenoid coil was swollen inside, prohibiting the plunger from being drawn into the coil. There were no adverse events or injuries reported based on this event.